Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 in which their system was explanted due to pain at the ipg and lead site and ineffective stimulation.

Event description:
Additional information received reports that the patient did not undergo an explant on (B)(6) 2024 as previously reported.

Manufacturer narrative:
Correction b5: additional information received reports that the patient did not undergo an explant on (B)(6) 2024 as previously reported. Correction e1: physician has been updated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient has pain at the ipg site. Surgical intervention is pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.